Event description:
The facility reported to customer svc an infusion pump with failure code 812:02. The event is reported to have occurred before use. The customer reported no injury or medical intervention. No add'l contact info was available.

Manufacturer narrative:
The pump was returned for svc. Baxter svc determined that failure 812:02 was caused by a faulty motor gear. Baxter svc replaced the pump head mechanism.